Event description:
A distributor from norway reported that a pump declared alarm 30 during pumping, and despite attempts to load a new cartridge with assistance, the alarm recurred. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer was informed of the need for replacement. The customer declined to share details about backup therapy.